Event description:
On (B)(6) 2013 patient reported the infusion device would not respond and there were lines across the display. Patient stated this issue occurred yesterday and all 4 buttons did not respond. Patient reported the key lock is not on. Patient reported during this time he saw lines across the screen. Patient stated the lines were where the display was blank, not black lines. Patient stated there were both vertical and horizontal lines across the whole screen, including the area that displays the insulin amount. Patient reported he was able to read the insulin amount because the numbers were only partially missing. Patient stated he inserted a new battery and the buttons then responded properly and the display went back to normal; no lines across the display. Patient reported all of the buttons on the infusion device did not respond and there were lines across the display again this morning. Patient stated he changed the battery again and the issue was resolved. Verified all of the buttons worked properly and confirmed the display currently shows complete characters and there were no lines on the display. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. The product has not returned for evaluation, the complaint could not be investigated. (B)(4): device was not returned.